Event description:
Patient reported right side "breast pain, headache, and swelling in the breasts" and "mentioned recall." Later, healthcare professional reported "grade iii capsular contracture, pain, deformity, and swellings." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "grade iii capsular contracture".